Event description:
It was reported the patient felt a burning sensation around the implantable neurostimulator (ins) site when she was in the water of the ¿lazy river¿ at her recreational center. The therapy helped the patient with her muscles. The burning sensation went away when she left the water. The patient was ¿perfectly fine¿ regarding therapy. As of (B)(6) 2013, the patient was still having concerns, and had a follow-up appointment with her health care professional on (B)(6) 2013. The patient was being seen on (B)(6) 2013 for programming. The patient was getting great therapeutic benefit, and had ¿good results¿ with no loss of therapy. This issue seemed to be a random event. The issue may have been related to scar tissue.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# v878959, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# v838904, implanted: (B)(6) 2012, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6)2012, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).